Event description:
New information received notes that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the pacemaker exhibited far r oversensing. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient's pacemaker exhibited far r oversensing. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.